Event description:
A retrospective data collection of the radiographic clinical observational study on patients treated at the elbow with the rhs (radial head system) was conducted to collect safety and efficacy/performance of the rhs (radial head system). It was found that the patient had the prosthesis removed due to deep infection at the rhs.

Manufacturer narrative:
The reported even could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number were not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device not available.